Event description:
Supplemental report is being submitted due to the completion of the investigation on 14-jan-2025.

Manufacturer narrative:
PMA/510(k)#: k210476. Device evaluation: 1 unit of lot c1996420 of echo-hd-22-c was returned for evaluation opened in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 24 jun 2024. On evaluation of the devices the following observations were made: visual inspection: stylet returned separately to device, distal end of needle examined, and slight kink/dent observed at notch of the needle, kink observed on sheath below sheath extender, stylet examined and no issue observed. Functional inspection: sheath extender able to advance and retract without issue, needle able to advance and retract without issue, needle removed from device and proximal kink observed below sheath extender. Manufacturing records: prior to distribution, all echo-hd-22-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-c of lot number c1996420 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. While it was indicated that the target site was not particularly challenging, it is possible that the needle tip came into contact with a hard lesion during the first successful pass, resulting in the slight kink or dent observed at the notch of the needle during lab evaluation. This damage could potentially have contributed to the difficulty in fully retracting the needle into the sheath, as reported by the user. Additionally, the proximal kink observed below the sheath extender could have been influenced by multiple factors, including the device being held in a flexed or twisted position, difficulty in needle retraction, and the potential application of additional force to overcome these challenges. Summary: according to the customer, needle cannot be retracted into sheath. Confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on the functional and visual inspection. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. While it was indicated that the target site was not particularly challenging, it is possible that the needle tip came into contact with a hard lesion during the first successful pass, resulting in the slight kink or dent observed at the notch of the needle during lab evaluation. This damage could potentially have contributed to the difficulty in fully retracting the needle into the sheath, as reported by the user. Additionally, the proximal kink observed below the sheath extender could have been influenced by multiple factors, including the device being held in a flexed or twisted position, difficulty in needle retraction, and the potential application of additional force to overcome these challenges. Complaints of this nature will continue to be monitored for similar events.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: user successfully completed first biopsy and obtain the sample, then user attempted to second biopsy but found out the needle cannot be retracted into sheath completely, after several attempts user still cannot retracted the needle into sheath. User changed to a new needle to complete the procedure. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Patient/event info - notes: 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? No. 2. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Pancreas. 3. Please describe the size of the intended target site.2.5cmx2.5cm 2.5cmx2.5cm. What is the endoscope manufacturer and model number that was used with this device? Pentax eg-3270uk. Eg-3270uk. 4. Was gaining access to the targeted site difficult? No. 5. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. 6. Was needle penetration of the targeted site difficult? No. 7. Was the stylet in place inside the needle when advancing into the targeted site? Yes. 8. How many biopsies were obtained with use of this needle? 1 9. Did any section of the device detach inside the patient? No. 10. If not with the device in question, how was the procedure performed and/or finished? With another same rpn device to complete the procedure.